Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was cut in pieces to remove with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
An evaluation of the product confirmed that the wire wound section of the cannula was compressed in two places. Since the device is packaged with a protective sheath to protect against handling damage, it is likely that the cause was related to handling after receipt.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) (B) (4) cannula in sealed original package. Wire reinforced section of cannula body was compressed at two adjacent locations. Both package and plastic tube (outside of the cannula body) appeared intact. (B) (4).

Event description:
Cannula found defect out of box, spots of compression.